Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient ¿never heard the alarms before when she ran out of juice.¿ it was not noted when she ¿ran out of juice¿ or if that happened on more than one occasion. It was not clear what drug or drugs were delivered by the device system at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).